Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) to report that his onetouch ultra test strips were bent and peeling. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the issue occurred ¿2 to 3 weeks¿ prior to contacting lfs. The patient manages his diabetes by self-adjusting his insulin doses and increased the dose of his humalog insulin by 1-2 units during the day and his lantus insulin by 2 units at night in response to the alleged issue. The patient reported that ¿30 minutes¿ after the alleged issue occurred he developed symptoms of ¿headaches, blurred vision, bother with his legs and chest pains¿ and stated that ¿a couple of weeks¿ prior to contacting lfs he visited his doctor, who ¿referred him to another doctor¿. During the call the cca noted that more than one strip in the vial was affected and they were bent and peeling prior to inserting the strip into the meter. The product was replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.